Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a motor (rewind issue) issue. It was reported that the piston rod in the pump cartridge compartment did not retract during the rewind step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/31/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed no motor-related call service alarms. During testing, the pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no duplicated rewind issues or call service alarms. The pump case was removed, and no internal debris or damage was found. The complaint was not duplicated.